Event description:
The device was used during a tumor resection. Reportedly, a component disengaged into the patient's cavity. The hospital reported that it could not be found and possibly was removed from the cavity during the irrigation/suction process. The hospital reported no injury to the patient.